Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a possible under-delivery anomaly. Blood glucose value at the time of the event was 334 mg/dl. The customer was treated with insulin pump (subcutaneous insulin infusion) and manual injection. The event involved product(s) mmt-1884, mmt-342, mmt-431ag, mmt-7040a. Troubleshooting was performed. The customer was not using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer response was that the device will be returned. No product return is required for mmt-342. No product return is required for mmt-431ag. No product return is required for mmt-7040a.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly noted. [(B)(6) ¿ r&d engineer: I have analyzed all 3 event dates: on (B)(6) 2025, the pump was in manual mode (open-loop) from 12:00am to 11:21am. During this time, the pump delivered the programmed amount of basal in total =sum (ah37721:ah38132) = 266=3.325u. On (B)(6) 2025, the pump was in manual mode from 9:24pm to 11:59pm. During this time, the pump delivered the programmed amount of basal in total = sum (ah40837:ah41334) = 116=1.45u. On (B)(6) 2025, the pump was in manual mode from 4:11am to 1:45pm. During this time, the pump delivered the programmed amount of basal in total = sum (ah41336:ah44226) = 328=4.1u. Conclusion: on the events dates the pump in manual mode delivered the programmed amount of insulin. Delivery anomaly-possible under delivery not confirmed. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, faded/stained serial number label, pillowing keypad overlay, stained keypad overlay and a corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. On svn (B)(6), there were multiple boluses listed on the event dates (B)(6) 2025. There were no autosuspend alarms noted in the pump history file. There were no usersuspended (2) noted on the event date (B)(6) 2025 in the pump history file. There was a usersuspended (2) alarm noted on the event date (B)(6) 2025 in the pump history file. On the primary svn (B)(6), unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date (B)(6) 2025 listed on smartsolve due to insufficient data in the trace/history files. On svn (B)(6), perform the history review on (B)(6) 2025 to the event date (B)(6) 2025 in the pump history file and found 2 lost sensor alerts on (B)(6) 2025, 1 lost sensor alert on (B)(6) 2025, 2 lost sensor alerts on (B)(6) 2025, 1 lowbatteryalert (104) on (B)(6) 2025 06:57:00.000, 1 changebatteryfault (73) on (B)(6) 2025 16:28:00.000, 1 offnopower (11) on (B)(6) 2025 16:59:00.000, 1 sensor error alert on (B)(6) 2025, 1 sensor error alert on (B)(6) 2025, 1 lost sensor alert on (B)(6) 2025, and 1 sensor error alert on (B)(6) 2025. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 4:43:57 pm. There was no power data available for the date of (B)(6) 2025. Unable to check power data for low battery alert, replace battery alert/changebatteryfault (73), and replace battery now alarm/offnopower (11). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.8 mv). The pump passed the functional testing. Unable to confirm alleged high bgs. Delivery anomaly-possible under delivery not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.